Event description:
During a follow-up, incorrect interpretation of signal was observed on the device, however the episode stopped so no inappropriate therapy occurred. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.